Manufacturer narrative:
(B)(4). Date of event: on an unknown date in (B)(6) 2014, the patient experienced peritonitis. The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics, intraperitoneally (dose and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 3 of 5 involved in this event.